Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer and completed as planned without any delay. The philips field service engineer (fse) inspected the system onsite and confirmed that flex vision monitor wasn¿t working. Upon troubleshooting fse found that images in flex vision monitor was stuck and suspected that flex vision pc software was crashed. To resolve this issue, fse reinstalled the software system in the flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.

Event description:
It was reported to philips that the flexvision monitor was not working, and image was frozen. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.